Event description:
It was reported, the pt alleged she experienced overheating and overstimulation from her scs device. The pt stated she developed blisters at her scs ipg site. The pt had her scs device explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.